Event description:
The reporter stated that the device result was 261mg/dl. The user said she had feelings of hyperglycemia and she went to the hosp. At the hosp her glucose was 700 mg/dl per a lab. She was then treated with an unk IV. The device was replaced and requested to be returned for evaluation.